Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there son was experiencing high blood glucose level of 444mg/dl. The customer's mother states they treated high blood glucose with manual injection. The customer's mother was assisted with insulin flow block trouble shoot. The customer's mother removed the set and the cannula was bent. The customer's mother declined to trouble shoot for high blood glucose levels. The customer's mother was advised infusion sets were going to be replaced.